Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a communication error. The issue was found during preparation for use, the intended therapeutic procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the monitor showed a black screen with no image due to damage to the charged coupled device unit cable and due to the electrical contact of the video plug section being shaved. The following additional findings had a scratch: the control unit, grip, switch 1, right / left lever, up / down / right / left plate, light guide cover glass, light guide connector, universal cord, and the video connector. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was a similar complaint at the same facility. The occurrence of "defective image" was confirmed in the following patient ID: (B)(6). A similar complaint, (B)(4), was initiated from another facility for the same device. CAPA 200803 identified. Conclusion: the root cause could not be identified; however, it was presumed that it was caused by damage to the image sensor unit due to usage stress, external factors or handling, or failure of mounting components of the electric board. Olympus will continue to monitor the field performance of this device.